Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date detail of product: item number 01.00401.075 item name revitan prox. Spout 75 lot # 2324493. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00578.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that a revitan stem was implanted on (B)(6) 2007 and revised on (B)(6) 2019 due to loosening of the distal revitan pin. Review of received data: implantation report on (B)(6) 2007 indication: fall on black ice on (B)(6) 2007 with dislocated multi-fragmentary intertrochanteric femoral fracture on the right. Surgical treatment was made in the hospital in davos on (B)(6) 2007 with osteosynthesis (dynamic hip screw). In the further course delayed healing with increased shortening at the right hip and finally leg shortening of 3.5 cm. Arthrofibrosis on the right hip with significant limitation of function. Procedure: skin incision in the area of the old scar, slightly extended proximally and distally. The dynamic hip screw is freed. The scar is extensively debrided and the 4 screws are removed. The dynamic hip screw is removed. The trochanter massif is mobilized in the former fracture area. The femoral neck is osteotomized at the fracture level and the head extracted. The acetabulum is exposed and reamed with a 44 mm rasp and then stepwise up to the 51 mm rasp. A cementless tm cup size 50 is placed, which shows good fixation and eliminates the need for additional screw fixation. A 32 mm polyethylene inlay is inserted. A stable fixation is seen. The femur is exposed and the medullary canal is opened with the sharp spoon and then drilled gradually up to size 14. Reamers of the revitan system are now used up to size 16. A trial proximal component size 75 mm and a trial head are placed and the hip is reduced. The leg extension is measured with the help of previously in acetabulum and on the height of the trochanter minor inserted kirschner wires and results in a value of 2 cm. A slightly longer proximal component is thus scheduled. A revitan stem with a 16 mm distal component and 75 mm proximal component is inserted. During impaction of the prosthesis, a subsidence of the prosthesis and a fracture of the cortical bone at the level of the former passage of the dynamic hip screw occur. The prosthesis is removed and the proximal part is replaced by a 20 mm longer part. The revitan stem is reinserted and this increases the gap at the femur and the prosthesis subsides again. The stem is removed and it is decided to switch from a metaphyseal anchorage to a diaphyseal distal anchorage. For this reason, an 18 mm stem is selected. The trial rasp is placed on the definitive 18 mm stem with a length of 140 mm. The stem is inserted and the desired length is read from the trial prosthesis and determined to be 75 mm. The proximal component size 75 is positioned with 0° torsion and fixed. A ceramic head 32s is mounted and the hip is reduced. The extension between the kirschner wires is now 3 cm. There is good tension. An x-ray fluoroscopy check is made. The trochanter major fragments are mobilized and adjusted for re-fixation to the stem. A femoral hook plate is fitted and inserted using a distal plate tensioner. A position in which both, the trochanter massif as well as the stem, have good bony contact results in excessive distalization of the trochanter massif. For this reason, the assembly is removed again. The plate tensioning device is removed as well. The trochanter massif is re-fixed with a little more distance so that the tip of the trochanter major is located just slightly below the center of the head. The zones in between are filled with cancellous bone from the femoral head. Fixation with angle-stable screws and a fluoroscopy check are made. A larger ventral trochanter major fragment is fixed additionally with two cerclage wires, whereby one wire is fixed through a screw hole. An additional cancellous bone screw with washer is placed in ap direction. The trochanter massif is thus stably anchored. X-ray fluoroscopy check is made, the wound is rinsed, redon drainage is placed and the wound is closed. Consultation report on (B)(6) 2019. Diagnosis: implant fracture (revitan) right hip, total hip prosthesis on (B)(6) 2007 and osteosynthesis with a plate after per- and inter-trochanteric fracture of the right femur on (B)(6) 2007, multiple orthopedic secondary diseases without significant loss of function. Anamnesis: the patient was satisfied with the implanted prosthesis for many years. However, in the last few months, a load-dependent pain has developed. Especially rotation movements and walking on uneven terrain became troublesome. The patient was still able to dance. However, after dancing, the patient had pain in the lateral thigh. He noticed that the foot slowly rotated outward, but leg shortening did not occur. X-rays: right hip in two planes: the modular revision stem, which was implanted in 2007, is broken at the connection pin. Distally, the stem is fixed. The position of the osteosynthesis material is unchanged. The femoral head is somewhat eccentric in the sense of possible polyethylene wear. Procedure: the complaints can be explained by the implant fracture. The patient is coping astonishing well. However, a revision surgery is absolutely necessary, because the situation can lead to increasing metal wear and finally larger bone loss. The patient has still several appointments, so as revision date beginning on (B)(6) is provisionally planned. Revision report on (B)(6) 2019. Indication: implant fracture and consequently increasing loss of mobility. Procedure: the hip is opened through the old incision along its entire length. The lateral trochanteric area is exposed and the plate is freed from scar tissue. The cerclage cable is cut. The screws are loosened and the cerclage cable is partially removed. A part of the cable tears off. The plate is removed. The osteotomy is marked under fluoroscopy and performed. There is clear scarring in the trochanter major and furthermore the bone flap is still partially adhering to the stem. After appropriate preparation the bone flap can be lifted using two chisels. The proximal part is, as expected, tilted in varus. The proximal part is freed from adherent bone and can then be removed together with the head. It is seen that, contrary to expectations, the pin is not broken but the connection of the pin in the distal part has loosened. There is significant metallosis in the area of the modular connection and in the area of the proximal cerclage. The acetabulum is now freed from soft tissue and the cup is exposed. The polyethylene is exposed circumferentially and rinsed extensively. There is no noteworthy polyethylene wear and no embedding of metal particles. Since the inlay has a metallic locking mechanism, it is renounced to change it. Damage to the mechanism that might occur during replacement could make the procedure significantly more complex. With a macroscopically intact polyethylene this additional risk does not need to be taken. Attention is turned back to the femur. The dorsal bone flap is freed from connective tissue and metal wear. The osseointegrated distal part of the stem is prepared to be detached from the bone using chisels and kirschner wires. A hole is drilled laterally in the distal stem part and is removed using a few strong hammer blows. The further steps in the report describe the procedure to prepare the femur and implant a new revitan stem and a sulox head. Email from (B)(6) to zimmer biomet sales representative sent on 24 oct 2019. The email informs about the height and weight of the patient. X-rays: pelvis overview, undated: the pelvis overview is included in the indication section of the implantation report on (B)(6) 2007. It shows an intertrochanteric fracture of the right femur and an implanted dynamic hip screw. In the area of the former fracture the lack of callus formation is clearly visible and the edges of the bone ends are sclerosed. The fractured femoral head fragment is shifted laterally and the rest of the bone is shifted proximal medial. Thus, leg shortening with resulting contact between the trochanter minor and ischium can be observed. Intra-operative fluoroscopy x-rays taken on (B)(6) 2007. The x-rays were taken at various stages of the implantation of the revitan stem and are included in the implantation report on (B)(6) 2007. Only the x-rays showing the revitan stem are included in this report. They show the first fixation of the trochanter major fragments with a plate and subsequent repeated fixation of the trochanter major fragments with a trochanteric plate, screws and cerclage wires. The plate¿s proximal hooks are holding the proximal parts of the trochanter major. Two proximal screws fix the plate to the fragment whereas additional screws fix the plate to the femur. There are two cerclage wires around the plate and the distal region of the proximal part of the stem. It seems that the wires are in contact with the stem. Just above the cerclage wires a screw placed in ap direction is seen at the level of the trochanter major. There is no bone visible along the medial side of the proximal part of the stem. Ap view of the right hip and second view taken on (B)(6) 2013. Just above the cerclage wires there is no bone visible along the medial and posterior side of the proximal part of the revitan stem. On the ap view a radiolucent line is seen between the bone and the lateral side of the proximal part. On the second view, the anterolateral femoral bone structure at the level of the proximal part of the stem appears inhomogeneous. A radiolucent area can be observed between the anterior side of the proximal stem part and the trochanter major fragment. The radiolucent area is bordered by a sclerotic line on the bone side. Compared to the intra-operative fluoroscopy x-rays taken on (B)(6) 2007 the stem has subsided. Ap view of the right hip and second view taken on (B)(6) 2018. Compared with the previous study date there are differences in the positioning of the patient resulting in slight different radiographic projections. No further subsidence of the stem can be seen. The radiolucent line between the bone and the lateral side of the proximal part is still visible. There is still no bone visible along the medial side of the proximal part of the revitan stem just above the cerclage wires. On the second view, radiolucent lines can be observed anterolateral and posteromedial between the proximal part and the bone. It seems that the anterolateral femoral bone at the level of the proximal part of the stem has comparatively a less inhomogeneous structure. However, due to the different second views of the previous and this study a direct comparison is not possible. Ap view of the right hip and second view taken on (B)(6) 2019. The ap view shows the proximal part of the stem tilted medially and slightly shifted to medial. The tilting of the proximal stem part exposes laterally a radiolucent area that is bordered by a sclerotic line on the bone side. On the second view, posteromedial the cerclage wires around the proximal part of the stem seem to be fractured and the bone structure below the wires seems to be inhomogeneous when compared with the previous study date. Product evaluation: visual examination: the revitan stem was received disconnected at the connection between the connection pin and the distal stem body. The proximal part of the stem and the connection pin were still assembled. Both the proximal and distal part of the revitan stem exhibits some damage such as scratches, dents and instrument marks, most likely deriving from revision surgery. On the lateral side of the distal stem a bore hole can be seen. This was made during revision surgery to help removing the stem from the bone. On the proximal part of the revitan stem, a horizontal shiny polished stripe can be seen on the posterior and medial side of the anchoring region. Within the stripe on the medial side three worn horizontal marks can be observed. In addition, slight polished areas can be seen on the anterolateral side and below the stripe on the medial and posterior side. There are no bone attachments noticeable on the proximal part. The distal face surface of the proximal part is polished on the posteromedial and anterolateral side. The lateral shoulder is polished whereas the medial shoulder is worn so that the surface has an approximately 45 degree angle. There is also a polished area on the medial and posterior side of the blasted surface of the connection pin. The press-fit region of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing and corrosion. The distal conical region of the pin exhibits some polishing and smearing. On the distal part of the revitan stem there are some bone attachments on the anchoring surface. The proximal face surface of the stem body is partially worn. The inside of the stem body is worn medially proximal so that the wall thickness is diminished. Further down a new ledge can be recognized on the lateral side. The biolox delta head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem. Some metallic smearing can also be noticed on the bottom bevel of the head and on the articulation surface. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr: no ncr with a potential correlation to the reported event was found. Conclusion: according to the received information the patient had a fall on (B)(6) 2007 and suffered a multi-fragmentary intertrochanteric fracture of the right femur. This was treated with a dynamic hip screw but in the further course delayed healing led to an increased shortening of the right leg. A revision surgery was performed and a revitan stem implanted on (B)(6) 2007. After implantation of the stem, the trochanter major fragments were fixed to the stem using a hook plate assuring good bony contact. As in this position the trochanter major had an excessive distal position the assembly was removed and the trochanter major fragment was re-fixed again with a little more distance so that the trochanteric tip was just slightly below the center of the head. The zones in between were filled with cancellous bone. Additionally, a large ventral trochanter major fragment was fixed with two cerclage wires and an additional cancellous bone screw with washer. Thus, the trochanter major was stably anchored. 12 years and 3 months later, the revitan stem was revised due to a fracture of the stem. On the retrievals at hand, bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. The horizontal shiny polished stripe and worn marks seen on the proximal part of the stem point to contact between the part and the cerclage wires, as also observed on the x-rays at hand. The slight polished areas on the medial, posterior and anterolateral side indicate movement between the part and the surroundings. Radiologically, throughout the time in vivo of the revitan stem, no bone could be seen along the medial and posterior side of the proximal part. There is also a radiolucent line visible along the lateral side of the proximal part from 2013 until the revision in 2019. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem (1). At the time of implantation this was not known and respective guidance could not be provided to the surgeon. Considering the above described situation the bone support of the proximal part of the revitan stem immediately after implantation surgery and during the time in vivo can be interpreted as suboptimal. The distal stem part was well fixed. This situation could have led to an overload of the stem resulting in a loosening of the connection pin from the stem body of the distal part. After loosening, the connection pin could move inside the stem body and subside together with the proximal part. The subsidence led to contact between the face surfaces of the proximal and the distal part resulting in wear on both surfaces. Additionally, the load was not anymore completely borne by the connection pin. The loosening of the pin resulted in wear on the inside of the stem body. This allowed a little by little tipping of the pin to medial, so that its distal end could rest on the inside of the stem body and form a new ledge distally lateral and a worn area medially proximal. The connection pin shows a mixture of polishing, smearing and corrosion. The first two phenomena are most probably concomitants. However, it remains unclear whether the latter could have had an influence on the failure mode or is only a concomitant as well. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). References: (1) revitan straight revision hip system - surgical technique, 06.01109.012x - rev. 2 2016-11 a4.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: date received by MFR. Correction: date of report, description of event or problem, date received by MFR, date received by MFR, type of report, follow up type, evaluation codes, additional narrative. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that revision surgery took place on (B)(6) 2019. The pin of the revitan implant didn't fracture, but rather loosened from the distal part of revitan shaft. In addition, very apparent metallosis found in area of the modular connection and in the area of the proximal cerclage wire.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised yet. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that a revitan stem was implanted on an unknown date and a revision surgery is planned on (B)(6) 2019 due to implant fracture.